Manufacturer narrative:
The analysis results found that the device was returned with no damage in the external components. Fire testing was not conducted because trigger was jammed and the prongs of the fork were deformed. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. In addition, the ratchet pawl was found excessive wear and tear.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the absorbable straps were used. During an attempt to fire through mesh to affix to abdominal/intra-peritoneal wall, straps failed to penetrate mesh or tissue and upon removal straps fell from the device. There were no adverse patient consequences reported. No further information is available.